Manufacturer narrative:
The reported "tips are falling out of the pencil" complaint is inconclusive. The device will not be returned for evaluation and no photographic evidence has been provided. Therefore, the reported failure cannot be verified. As a lot number was not provided, conmed could not conduct a two-year lot history review or review the manufacturing documents from the device history record. A two-year review of complaint history revealed there has been a total of 14 complaints, regarding 17 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. The IFU also advises the user to insert an electrolase® tip or compatible electrode into the active end of the hyfrecator® 2000 handpiece, making sure to properly seat the anti-rotation hex of the tip or electrode into the handpiece. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported issues involving the hyfrecator pencil item # 7-900-5, unknown serial#, experienced on (B)(6) 2019. It was reported only that "tips are falling out of the pencil." It is indicated that the issue occurred during a surgical procedure, there was no impact or injury to the patient, and the procedure was completed using another pencil with no delay. To date, although multiple attempts have been made to gather additional information and clarification, no information has been provided. This report is being raised on the basis of previous filings for similar malfunction with potential for injury upon reoccurrence.